Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Based on a review of the trend analysis, severity of the alleged event, and a review of the complaint information provided, the following was concluded: the complaint of a damaged 3cg stylet was inconclusive because the supplied image did not facilitate inspection of the stylet. The product returned for evaluation was one photograph depicting a siterite display. Visible in the display is the external ECG signal as well as a roughly square wave signal. The square wave signal exhibited greater amplitude than the ECG signal. The square wave signal was consistent with interference experienced while trying to obtain a sherlock ECG signal. The source of such interference is typically a loose or incomplete connection. Stylet damage is an unlikely source of such interference. A lot history review (lhr) of rezc0400 showed no other similar product complaint(s) from this lot number.

Event description:
The sherlock was allegedly off and 3cg was intermittent and it reportedly showed interface. The clinician on site reported noticing that there was a little abnormality in the stylet about 1 cm from the magnet. It reportedly looked like the wire was disconnected at the spot but still intact. No harm came to the patient.